Event description:
The customer reported that the images were dark and unfocused and uninterpretable. This resulted in a loss of the live image. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. Parts were identified as requiring replacement. A repair quote was issued to the customer and is pending approval.